Event description:
It was reported that the patient had a small seroma. The patient was taken to surgery for an incision and drainage and the health care professional (hcp) determined that the catheter was intact but had pulled out of the spine. The spinal section of the catheter was replaced with two butterfly anchors. The medication dose was decreased by 50%. The specific type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.